Event description:
A hydrothermablation console unit was used during a hydrothermablation (hta) procedure. According to the complainant, the pump stopped working. Follow up information received in 2009, revealed that the unit shut down in the middle of a procedure, although, the physician was eventually able to restart the machine. There were no alarms or error codes and it could not be confirmed whether or not there was fluid left inside of the patient. The procedure was not completed as a result and there were no patient complications reported with this event.

Manufacturer narrative:
The complainant has indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from the review, a supplemental medwatch will be filed.